Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H2 type of follow up - correction. H6: correction - 4114 was added in the initial submission. This is an error and 4114 should be omitted.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed because sensor wire is detached from sensor pod. The allegation was confirmed. The probable cause could not be determined post investigation.